Event description:
The MFR received info alleging a pt expired while using a bipap synchrony. When the pt was found, the device reported to have been providing therapy via a face mask with no audible alarms sounding. The bipap synchrony provides a user settable apnea alarm which was reportedly disabled by intensive care unit staff prior to the time of the event. Two bipap synchrony devices (serial number (B)(4)) were received by the MFR for investigation. The reporter of the event was unsure which device was in use at the time of the event. The event was reported to have occurred between 10:48 pm (B)(6) 2013.

Manufacturer narrative:
Both devices were evaluated by the MFR. The MFR found both devices had the apnea and "pt disconnect alarms" to be enabled when returned for eval. The devices were found to operate and alarm as designed. The downloaded event logs for both devices were evaluated. Bipap synchrony serial number (B)(4) had no events logged for (B)(6) 2013. Bipap synchrony serial number (B)(4) had logged several pt disconnect conditions throughout the day on (B)(6) 2013 and one pt disconnect at 02:37 on (B)(6) 2013. The MFR believes bipap synchrony serial number (B)(4) was the device in use at the reported time of the event. Under the reported conditions, apnea alarm turned off, the device did not cause or contribute to the event. The MFR concludes the device alarms and operates as designed.